Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned she has had 3 devices replaced. Patient reported the implant moved in their back before covid. Pt states she doesn't remember the hcp names who had did the surgery. Pt states the one replacement was because the ins moved in the back so inserted in the spine. Pt states removed sometime in 2018 and unsure when they removed and replaced. Pt states they put a brand new ins in.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked for the date of the implant removal, the patient stated it was embedded in their spine and it cannot move.